Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced an alert issue. At the time of the hypoglycemia he was sleeping and did not hear the alert. He utilized a tandem t:slimx2 insulin pump at the time of the event. On (B)(6) at 06:00 am, he was sleeping and did not hear the cgm alert he was low and passed out in his sleep. His daughter called several times to check on him, and when he did not answer the phone she called ems. He regained consciousness after paramedics arrived in the home and started treatment. He was given transcend glucose tablets and gummy bears to eat to stabilize his bg level. He did not remember any bg fs values by emergency medical services (ems). After treatment at home he felt better and refused to go to the hospital for additional evaluation. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No other patient or event details were available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.